Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that under hip surgery cementing phase, after the vacuum is connected, the nurse was not able to squeeze together the sprints to mix the liquid with the powder. After three attempts they brought in an optipac 40 and it worked just fine. No patient adverse consequence was reported.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record has been reviewed and no discrepancies were found. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that under hip surgery cementing phase, after the vacuum is connected, the nurse was not able to squeeze together the sprints to mix the liquid with the powder. After three attempts they brought in an optipac 40 and it worked just fine. No patient adverse consequene was reported.